Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was unknown. Reportedly, the healthcare provider recommended for the customer to adjust the basal rate settings. Tandem technical support assisted the customer with successfully adjusting to the accurate pump settings.